Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported inaccurate insulin gauge issue.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump was functional; however, the insulin gauge displayed an inaccurate fill estimate. Customer¿s blood glucose was 127 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.